Manufacturer narrative:
This file is a duplicate. Reference MFR report number: 9616066-2015-00272.

Event description:
The customer reported that the male luer spin collar broke during patient use in the nicu. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.